Event description:
The patient was in pain right now because she cannot increase her stimulation. The patient stopped feeling the stimulation in her spine and was unable to walk. Both problems started a day and a half ago. A replacement patient programmer (pp) was needed. It was additionally reported that the pp had a broken antenna jack. Anomaly appears to have occurred through product use. Device analysis confirmed the antenna jack was broken and the face plate was scratched, c300. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n269609, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).